Event description:
Our distributor in hungary reported that during upgrade to 8.1 on his handheld computer there was a problem that occured with the handheld. The handheld computer did not respond to the new card and after restarting it, only the windows startup picture was indicated on the monitor. Good faith attempts are underway to determine what the event is that they are reporting and if resolved.